Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead would not track deep into the branch and therefore dislodged prior to slitting. The lead was removed and another lead model was implanted. No patient complications have been reported as a result of this event.